Event description:
It was reported that during an unknown procedure, the device is shedding white plastic from the tissue pad. There is a groove in the pad. The customer reports there was no foreign matter left in the patient. The customer does not know if the device was replaced or not. There was no patient consequence. Patient info requested but not available.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.